Event description:
It was reported that the right ventricular [rv] lead was oversensing, inhibiting pacing and noise was present. It was also reported that the rv lead had an apparent conductor fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.